Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the numbers were ramping on their own, and the scroll bar was not moving up or down without input from the customer. The customer also reported that she had three events and the paramedics had to come out to her house because she ran low in the middle of the night, but she doesn't recall when. Attempted to call back the customer several times regarding the events with no results. No further information was provided.